Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection of the affected device, it was found that the device produced images with changing colors. It was found that the r-unit of the affected device caused this issue. Furthermore, it was found that the outer tube also had defections: the fiber bonding of the light fibers on the distal end was damaged by external force (fall, blow, impact) and dents were on the device. It was also found that there was a fault with the cable unit. The grey protection hose had a cut. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
The customer originally returned his olympus video telescope due to an unspecified image issue. There was no patient harm reported from the above event. During the device it was discovered that the device was producing a colored image. This report is being submitted to capture the colored image produced during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. As noted, the image was found colored during testing. Additionally, mechanical damage was noted due to a collision with other devices. If additional information becomes available following the device evaluation, a supplemental report will be filed.